Event description:
During routine follow up in (B)(6) 2008, the physician observed recorded episodes with ventricular oversensing. Since the ventricular sensitivity was already reprogrammed to a higher value (1.2 mv), he requested further recommendations. In (B)(6) 2008, he still observed some oversensing episodes, although the new automatic sensing control algorithm was available in this device. Therefore, further recommendations were requested. It should be noted that none of these episodes led to any therapies.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Other: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. According to available data, the device operated as intended. The oversensing episodes were non sustained episodes which did not trigger any therapy (because they were not sustained). Such oversensed events could result from myopotentials sensing, strong external interference, specific pt activities, or a ventricular lead issue. None of them could be confirmed although the noise pattern suggests that myopotentials are probably at the origin of the noise observed. Note that improvements on the sensing algorithm (asc) will be included in programmer software version smartview 2.10 (planned in june 2008).